Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level has reduced from three years to five months over a time period of approximately one year. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level has reduced from three years to five months over a time period of approximately one year. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, the device remains in service. Per additional information received this device was explanted due to pbd. It was replaced with a new pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level has reduced from three years to five months over a time period of approximately one year. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, the device remains in service. Per additional information received this device was explanted due to pbd. It was replaced with a new pacemaker. No additional adverse patient effects were reported.